Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: the logs were reviewed from (B)(6) 2020 to (B)(6) 2020. Logs were only available on 9/27/2020 to 8:58:28 am. A review of the logs indicates that no bg reading below 54 mg/dl was recorded by the continuous glucose monitor (cgm) during this time frame. The user did not enter in any bg below 54 mg/dl during this time frame. Therefore, the complaint could not be confirmed. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates and glucose tablets to address bg. Recommendation was made to discuss diabetes management with a health care professional.